Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info regarding this report. The user facility reported that the subject device was used on both pts on the same day. The referenced device was returned to olympus for evaluation. The evaluation found slight debris and residue inside the instrument channel, the auxiliary water channel, the suction channel, and in the cylinder unit. There were no areas on the endoscope that were identified as being sharp, and the unit passed leakage testing. The reported phenomenon was attributed to insufficient cleaning and/or improper reprocessing. The device has been returned to the user facility. An olympus endoscope service specialist has been dispatched to the facility to follow-up on this matter, and to offer training and educational materials on appropriate reprocessing. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event.please cross reference MFR. Report numbers: 8010047-2011-00110 and 2951238-2016-00150 to account for the three patients as referenced in the original report.

Event description:
Olympus was informed that two pts complained of experiencing abdominal pain following a procedure in which the subject device was used. One of the two pts reportedly visited the emergency room and required a cat scan examination. There was no additional info provided regarding the status of the pts.